Event description:
While transporting pt from the neuro ICU to the operating room in an ICU bed, staff went over a floor divider (seam) with an IV pole with a stack of 3 infusomat space infusion pumps on the pole. All pumps separated from the pole and each other. Staff caught two single pumps and one pump fell to the floor. All the IV tubing was tangled and staff noticed the PICC line was out as well. The IV bag spilled all over the floor. Staff picked up the IV tubing and pump off the floor and proceeded to transport the pt to the operating room for the procedure.